Event description:
Original contact from consumer complaining of e-3 error messages, letter sent with product return indicated emt had to be called because of the need to adjust insulin dose without a reading.